Manufacturer narrative:
One opened knife sample loose in a cardboard container was received for the report of the knife was dull. The returned sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damaged condition of the sample. No lot number was identified with this complaint therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of a dull blade. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. No lot number information is available for this returned sample. This event was previously reported under manufacturing report number 2523835-2020-00322. Additional information received since submission of the initial report has now identified specific part number information. This report now reflects one knife with a known part number. This is the seventh of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that 21 ophthalmic knives were noted to be dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient.